Event description:
Received device implanted on (B)(6) 2021. Patient was evaluated by dr. (B)(6) on (B)(6)2024 for complaints of pocket pain on (B)(6) 2024 at the remede device implant site. Physician noted that he was concerned about a pending pocket erosion. On (B)(6) 2024, the patient underwent a pocket revision with removal of the original ipg (1001-2165) and placement of a new ipg submuscular.

Manufacturer narrative:
This 3500a form, report number 3009144177-2026-00016 is an identical copy of failed 3500a form submission, report number 3009144-2024-00002 originally submitted on 19feb2024. The original 3500a form failed at ack3 due to the following error: manufacturing number not valid. This error has been corrected. A CAPA was opened to prevent reoccurrence of the failed submission.